Event description:
The pss032 would not advance through the psc032 during the procedure. The pss026 would go through the psc032 but not the pss032. A 6f sheath was used and the patient had mild tortuosity. There was an occlusion at the distal m2 branch. The physician said that it seemed like a hard clot and the pss026 would keep going inferior to the clot and could not engage the clot. This MDR is associated with MDR 3005168196-2010-00647.

Manufacturer narrative:
Device investigation: there is a 30 degree bend in the separator wire 57 cm from the proximal end. There is an additional small angle bend at 105 cm from the proximal end. The separator bulb was introduced into a demonstration unit of the reperfusion catheter 032. Although some delicacy was required guiding the bent sections into the hub, the separator was fully introduced and easily manipulated. The separator is fully functional. Based on the complaint description and findings during the technical evaluation of the devices, it is likely that the reperfusion catheter ovalized in the patient's anatomy while the separator was inside, trapping the separator bulb distal of the kink. The bends in the separator wire were the result of manipulating the separator while the bulb was immobilized in the catheter. The complaint description of events indicates that a pss026 was successfully used with this catheter. Therefore, it is likely that the pss026 was used with the psc032 prior to the ovalization of the catheter that occurred during use with the pss032 which trapped the separator. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.